Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2025-00134. Event received from a post-market clinical program: a facility reported a hakim valve (ID 823832) and a bactiseal catheter (ID 823072) were implanted on (B)(6) 2022. One year after implantation procedure, (B)(6) 2023, the patient was admitted due to redness, swelling, and pain in the right upper abdominal wall. A routine color doppler ultrasound revealed localized fluid accumulation in the right upper abdominal wall, suggesting possible displacement of the abdominal end of the vp shunt. On (B)(6) 2023, the patient underwent vp shunt revision, exploratory laparotomy, intestinal perforation repair, omental release, and drainage of an abdominal wall abscess. Intraoperative findings showed that the abdominal end of the shunt catheter was partially transected, and the distal end was externalized and connected to an indwelling needle catheter and rubber tube for continuous drainage. Abscess cultures identified streptococcus anginosus and escherichia coli. Postoperative management included intensified antibiotic therapy, and follow-up imaging on (B)(6) 2023, indicated satisfactory recovery, leading to the patient¿s discharge on the same day.

Event description:
Na.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected field: g2. The codman bactiseal catheter was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received: the physician has changed the correlation decision of this event from "relevant" to "irrelevant" (not related to the bactiseal catheter ID 823072).